Event description:
The customer reported there was play in the angulation knob of the subject device. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. An olympus field service engineer (fse) visited the customer site and inspected the device. It was observed the bending angle in all directions was out of specification and the angulation knob was loose. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (play in angulation knob) was not confirmed or duplicated. It was observed the bending angle was out of specification due to wear of the angulation wire. In addition, service found the objective lens was scratched, the adhesive on the bending section cover was detached, the connecting tube was wrinkled, the scope cover was scratched, the grip was scratched, the control unit was dirty, the light guide cover glass was corroded, the universal cord was scratched, the scope connector was scratched, the displayed image was foggy due to damaged ccd (charge-coupled device) unit, and the light guide lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material adhered to/around the forceps elevator is unable to be identified and remained in the device. Therefore the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.